Manufacturer narrative:
G2. Foreign: canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that unfortunately it will not complete a charge, not nearly. It keeps turning off as before in the first few minutes of charging and showing them the software failure message they always get, and a curt comment to call medtronic due to a software issue. The battery was removed and re-set several times. The controller and recharger were replaced, and no patient harm was reported. Additional information was received from the patient via email. They stated that this was actually thinking that myself since it¿s happening so often. It¿s been only once or twice that they were able to charge to 100 but now it doesn¿t let me get anywhere past 30% percent before the message appears on the screen. Before they get any further, they think that they should go ahead and book an appointment with their healthcare provider. The patient doesn¿t know if this is part of it, but it seems to want to quit the times that they are going to charge it from empty. They can see their history as a printout at toronto western and maybe judge whether there¿s a problem with the implant itself or maybe it¿s just time for them to replace it. They will book an appointment and call you as soon as they get their input.